Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : initially, the device was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed the battery voltage was 2.97 volts on (B)(6) 2016. (B)(4).

Event description:
It was reported that prior to use, the device indicated a gray battery status bar on two different dates. The device was not used and there was no patient involvement.

Manufacturer narrative:
Product event summary : subsequently, the device was returned and analyzed with no anomalies found.